Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button and had unresponsive buttons. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was unknown at the time of the incident. Customer stated that they did not press the button down for three minutes or longer. The customer also stated that the insulin pump was exposed to a change in altitude as they just got off an airplane. The customer removed the battery cap, as advised, and a failed battery alarm was received. The customer was able to clear the alarm and was advised to monitor and call back if the problem persists. The insulin pump will not be returned for analysis.